Event description:
Follow up identified the patient had her scs ipg explanted and replaced. Reportedly, the ipg pocket was not revised but the issue of pain at the ipg site has resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
It was reported the patient was experiencing pain at the ipg site. Surgical intervention may be taken to address this issue, and to change the ipg with a recharge-free ipg as the patient has complained of difficulty maintaining connection with the charger and the ipg.